Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a ptca procedure, involving a totally occluded mid right coronary artery (rca) lesion, a dissection occurred following deployment of a liberte' monorail stent. The physician deployed the 5.0 x 20mm liberte' monorail stent and dialted to 10 atms. A dissection was noted in the distal section of the lesion. The physician attempted to implant a 5.0 x 16mm liberte' monorail stent; however, it failed to cross the 5.0 x 20mm liberte' monorail stent. The 5.0 x 16mm liberte' monorail stent, was withdrawn and he then attempted to implant a 5.0 x 12 mm liberte' monorail stent, however this also failed to cross the 5.0 x 20mm liberte' monorail stent. The pt was then taken to surgery and the surgery was successful. Pt status is reported as 'okay'.